Event description:
It was reported that the patient had an infection that was unrelated to the pump. It was stated that the pump and the pump segment of the catheter was left in, but the spinal segment of the catheter was cut right after the anchor and removed from the intrathecal space. It was noted that the physician wanted to know if he could go back in and just add a piece to the distal end of the catheter. The reporter was unaware of the medication used in the pump.

Manufacturer narrative:
Product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).